Manufacturer narrative:
Nique identifier (UDI) # (B)(4). This event occurred in (B)(4). The field service representative found an issue with the sample needle alignment. He realigned the sample needle, which appeared to resolve the issue. Calibration and qc were acceptable. Based on the data provided, a general reagent issue can be excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for 1 neonate patient sample on a cobas 6000 c501 module. The initial result was 0.07 mg/dl. The repeated result was 12.13 mg/dl. The initial result was reported outside of the laboratory. The reagent lot number is 492029 with an expiration date of 31-jan-2022.